Event description:
It was reported that during a device evaluation conducted at the MFR, the drill heated up. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was received by the MFR and the complaint was confirmed. Internal components were evaluated, where extensive corrosion was discovered on the rotor and bearings. The presence of corrosion can lead to increased friction between rotating components, resulting in heat being generated. The device was repaired and returned to the customer.